Event description:
It was reported there was a catheter fracture at the anchor and spine sites. Catheter revision was performed. There were no patient symptoms or injuries related to this event. The drug being used in the pump was unknown. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 8731, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type catheter; product ID 8709, serial # unknown, explanted: (B)(6) 2012, product type catheter; product ID 8598, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type catheter. (B)(4).